Event description:
The a1059 mayfield modified skull clamp slipped on a patient's head as the md was closing. There was patient injury and it was unknown if a medical intervention or revision was required. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 01/06/2017. The investigation included: methods: -evaluation of actual device; -review of device history records; -review of complaint history. Results: evaluation of device: the complaint was not confirmed and no issues were observed. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. The device in question was manufactured on december 31, 2008. No manufacturing or design related trend has been identified. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required. The mayfield patient positioning for success chart has been provided.